Event description:
Procedure type : unknown. According to the reporter: when trying to insert the trocar through the umbilicus, tip broke into the pt. The broken pieces were retrieved. There was no report of operating time and incision being extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.